Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr was attempting to take out a tc3 knee revision. The tibia was a sz 3 fb modular+ tray and the femur was a sz 4 tc3 femur with a sleeve and stem. (I the tibia was loose and it was not anticipated that the femur was. However, when pushed on, the femur was loose. Sleeve was well fixated but seemed the cement mantle failed. It took close to an hour to take out the implants. It was so difficult that we attempted to slap out the femoral component and sleeve with the kincise head impactor ( which was damaged and broken) the bolt/adapotor broke from the tc3 sleeve taper the sleeve stayed in the knee where a vice grip and slap hammer was used to removed.